Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-may-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-feb-2023, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 26-mar-2022, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 19-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a trial patient using an external neurostimulator (ens). It was reported that the patient had a buried cervical lead trial that began on (B)(6) 2019. Throughout the trial they had extreme procedural pain. On (B)(6) 2019, the patient had a mid-trial assessment and the hcp reported that at that time the patient looked okay and was expecting to remove the lead on (B)(6) 2019. However, on the evening of (B)(6) 2019, the patient went to the hospital and was admitted to the intensive care unit (ICU) and had the leads and extensions removed on (B)(6) 2019 due to infection. The explanted devices were discarded; a rep was not present at the explant procedure to collect them. No device issues were reported or anticipated. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported the infection was identified on the date of explant, which was (B)(6), 2019. They did not know if the infection had resolved because they had not heard anything further as of (B)(6), 2019. No further complications were reported or anticipated.